Event description:
It was reported that a stent was placed in an acute myocardial infarction pt with thrombosis (contrary to IFU). Angiography was performed one day later and revealed sub-acute thrombosis (sat) of the stent. Thrombolysis and ptca was performed. Reportedly, the pt is fine.